Event description:
Per the surgeon, the patient's device was electively explanted on (B)(6) 2017 due an upcoming MRI examination. The electrode array was left in situ to preserve the cochlea. Re-implantion of a new device is planned; however, it is unknown if this has occurred as of the date of this report (B)(6) 2018.